Event description:
It was reported that during an all inside anterior cruciate ligament reconstruction surgery the tip of the device broke off whilst reaming the femoral tunnel. This happened 3 times in a row with different flipcutters from the same lot number. The fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint is confirmed. One unpackaged, ar-1204as-90, batch 3214133915, was received for investigation. Visual evaluation noted damage to the cutter tip. Functional testing was not performed due to the condition of the device. Probable cause is attributed to misuse due to applying excessive forces to the device.